Event description:
It was reported that episodes of ineffective shocks were observed and ventricular fibrillation (vf) sustained due to all therapies being exhausted. It was also noted that the patient had hypokalemia at the time of event and the physician suspected that this could explain the product behavior and ineffective shocks. The lead will be programmed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: product ID 4076-52, implanted: (B)(6) 2011; 4194-88, implanted: (B)(6) 2011. (B)(4).